Manufacturer narrative:
H.6.: code c19: a review of manufacturing records verified that the lot involved in this complaint met all pre-release specifications. H.6.: code b20: device remains implanted and therefore not available for direct analysis. H.6.: code d12: according to the gore® excluder® aaa endoprosthesis instructions for use (IFU), potential device or procedure-related adverse events that may occur and/or require intervention include but are not limited to improper component placement. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore, or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2023, a patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. During the treatment, a trunk-ipsilateral leg component was advanced over a ultra stiff guidewire, however a strong resistance was felt before inserting into a sheath. The physician decided to perform flush again and attempt was made to remove the device from the guidewire. During the removing, a lock pin was disengaged. The device was not used and another device was used. During the treatment, a contralateral leg component was deployed as a left leg. However, unintentionally the stent graft covered a left internal iliac artery because an angle of a branch of the left internal iliac artery and a left external iliac artery was not appeared clearly. The physician decided to monitor it. The patient tolerated the procedure. The physician stated that the branch was not appeared clearly due to the angle. The length of the left common iliac artery was long enough and it may not have been necessary to target the contralateral leg just above the branch.